Manufacturer narrative:
Analysis of the tined lead found that all conductors were broken 3.6 cm from the distal end, at the tines.

Manufacturer narrative:
Other applicable components are: product ID: 3889, explanted: (B)(6) 2016, product type: lead. Product ID: 3095, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient did not have therapy. It was unknown how long the patient had been without therapy and it was unknown if there were any factors that may have led or contributed to the event. All impedances were measured to be greater than 4,000 ohms at 3v. The battery was measured to be "ok." The patient was to undergo a replacement procedure. During the replacement procedure, testing on all four electrodes of the tined lead was "negative." The entire system was replaced with a new system. The patient was doing well the day following the procedure and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.